Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had exhibited an untreated episode with oversensing of noise. Additional information provided from the field indicated an inappropriate shock was later delivered. The s-ICD was reprogrammed and remains in service. There were no adverse patient effects reported for the patient. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.